Event description:
It was reported to boston scientific corporation that a ultratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was cutting properly, it was decided to stop cutting and assess. Additional cutting was needed, but the cautery was no longer working. After inspecting the device, it was noted that one end of the cut wire broke; no part detached inside the patient. The procedure was completed with another ultratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of cut wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.